Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: customer reports - "I got involved to help them prepare the patient (a staff nurse colleague was covering whilst I was on break and was also assisting), when I noticed that patient sato2 was 89-91% (patient has been saturating 99% all morning). Sato2 prob in correct place and good trace. When checking patient's ventilation, noted that hamilton c6 ventilator was on standby. Unsure how long this was for. Summary: claim - device entered standby without interaction.